Manufacturer narrative:
The reported condition of leak was not confirmed. The 2 companion samples were received. Visual inspection, underwater pressure test (8psi) was conducted on both returned samples with no abnormality observed. Batch review was conducted on the reported batch with no abnormality observed. (B)(4).

Event description:
The customer reported to corporate product surveillance (cps) of three leaks that caused blood backflow occurrences when using the interlink continu-flo solution set, product code 2c6537, lot number s10a20111r. The leak occurs at the upper port after infusing an unknown IV push drug with the bd twin needle cannula. The leak occurs almost immediately. The condition occurred during surgery, but there was no patient injury associated with the condition. The tubing was then changed. The amount of blood that backed up was minimal as it was observed right away. No additional information is available.